Manufacturer narrative:
The investigation is ongoing. Serivce is scheduled to be at the customer site on 20-sept- 2022. A follow up will be provided once new information becomes available. Bec internal identifier - (B)(4).

Event description:
The customer that the plots are coming off the baseline at the fl2 position of their fc 500 flow cytometer. There was an intermittent upward signal shift at the fl2 position causing erroneous results for their leukemia/lymphoma ldt. The customer discarded the results and re-ran the samples on a different instrument to obtain correct results. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The customer reported that the plots are coming off the baseline at the fl2 position on the fc500 when running their ldt (laboratory designed test) for leukemia/lymphoma. There was an intermittent upward signal shift at the fl2 position causing erroneous results for their leukemia/lymphoma ldt. The customer discarded the results and re-ran the samples on a different instrument to obtain correct results. The customer was advised by the field applications specialist to call customer technical support and request replacement of the tarpon amp board. With the information available at the initial assessment two technical support subject matter experts reviewed the available data and information provided by the customer and both indicated that the event does not appear related to a tarpon board malfunction. The field service engineer (fse) was at the customer site on 20-sep-2022 and replaced the tarpon amp board at the affected location (fl2). Bec internal identifier - (B)(4).

Event description:
The customer that the plots are coming off the baseline at the fl2 position of their fc 500 flow cytometer. There was an intermittent upward signal shift at the fl2 position causing erroneous results for their leukemia/lymphoma ldt. The customer discarded the results and re-ran the samples on a different instrument to obtain correct results. There was no report of death, injury, or change to patient treatment as a result of this event.